Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system failure/internal communication failure fault #124 and shutdown mid-therapy. The iabp was swapped for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. When the stm checked the fault logs, he found code 58 and code 124. The stm could not reproduce issue after pumping with an intra-aortic balloon (iab) and trainer for 3-4 hours. The stm replaced the drive manifold and the atmosphere transducer and let the device pump 3 days with a trainer and a test iab. The hospital biomed confirmed the iabp ran without issue. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system failure/internal communication failure fault #124 and shutdown mid-therapy. The iabp was swapped for another. No patient harm, serious injury or adverse event was reported.